Event description:
After undergoing a vari-lase endovenous laser procedure, thrombus was noted extending into the common femoral vein. The thrombus was removed by in-office ligation and thrombectomy. The event was resolved without further complications. It was also noted that the sheath had been burned during the procedure.